Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the no problem was found. A technical support specialist (tss) verified that all stations showed current last uploads, downloads, and heartbeats from the patient encounter system end, indicating no issues. The customer was emailed with updates, and they confirmed that the problem was caused by their internal systems. Based on the customer feedback, the case was completed. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server device in disconnected mode. Online access of device in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.